Event description:
The customer reported that the revolution centrifugal pump plastic trays have cracks and are non-sterile. The cracks were detected prior to use. There was no patient involvement.

Manufacturer narrative:
The packaging defects were noted prior to use. There was no patient involvement. Therefore, patient information was not applicable. The reporting number will be provided when received. The incident occurred at (B)(6) in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the revolution centrifugal pump plastic trays were cracked and that the sterile barrier had been breached. Three unit were returned for evaluation. A visual inspection confirmed the report of cracks in the plastic trays. Analysis revealed that the defect was related to a change in the supplier, a change in the raw material and a change in the thickness of the material prior to thermoforming. These changes were originally validated for transportations stresses. However, handling simulations showed that these cracks were caused by physical stress applied to the trays when separated from each other during removal from the outer box case. Beginning 9/12/2009, the original trays were placed back into production. All current product has been reworked using the original trays. The incoming inspection procedure has been revised to include inspection of the tray thickness. In addition, customers that may still have product manufactured with the thin trays will be notified and instructed to inspect each tray for cracks prior to use.